Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent a tailored transvaginal mesh surgery for pelvic organ prolapse on (B)(6) 2012 date and mesh was used. The patient experiences included mesh extrusion, voiding dysfunction, vaginal hematoma, de novo stress urinary incontinence and uterine prolapse. No additional information was provided.